Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device changeout procedure, t-wave oversensing was noted to occur with ventricular pacing but did not occur with sensing. Reprogramming was performed and the right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.